Event description:
Patient reported "rupture and late seroma". Later, healthcare professional reported "fluid discovered on (B)(6) 2025 and rupture". This is for the right side. Device was explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6

Event description:
Patient reported "rupture and late seroma". Later, healthcare professional reported "fluid discovered on (B)(6) 2025 and rupture". This is for the right side. Device was explanted and discarded.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: rupture: observed a broken assessed as fold flaw opening. Seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported "rupture and late seroma". Later, healthcare professional reported "fluid discovered on (B)(6) 2025 and rupture". This is for the right side. Device was explanted and discarded.